Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The setup joint (suj) unit was placed on a system, and it triggered error 32101. Also, the unit failed at manufacturing data; however, unit was retested, and passed all tests. The system logs also confirm error in field, confluence troubleshooting guide point to high side switch error and p-values point to tornado motor.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse replaced the distal setup joint (suj) to resolve the issue. The system was tested and verified as ready for use. Isi has received the intuitive product involved with this complaint; however, failure analysis has not completed their investigation. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted after failure analysis investigation and if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the system generated errors repeatedly on the universal surgical manipulator 4 (usm). Intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the system logs confirming the repeated errors on usm4 reported by axes controller tornado (act). The errors were pointing to the motor and distal set up joint (suj) outer. The customer decided to swap out the patient side cart (psc) to finish the procedure using all four usms. The procedure was completed as planned with no reported injury.